Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 502 mg/dl. The customer also reported that the insulin pump had keypad anomaly. The customer declined troubleshoot for high blood glucose. Customer stated that numbers were ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was a response from a button. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. No ramping anomaly during testing.